Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. They said that they woke up in the morning and the screen was completely off. They had changed the battery four days prior and had not received a low battery warning. The customer¿s blood glucose level was 397 mg/dl at the time of the incident. After troubleshooting, the blank display remained. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.